Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation:  a sample is not available for evaluation. Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on 12/29/2016.

Event description:
When using abd eclipse¿ needle it was reported that the customer went to engage the safety against the bed pointing away. It did not engage and pressed harder, which made the needle bend up and poke them in the index finger which was in the air. Customer was holding the syringe with thumb and middle finger. Medical intervention was reported as ¿first aid and serial labs for blood borne infections.¿